Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and during the procedure, the patient exhibited st elevation and experienced cardiac arrest. The procedure was aborted, then the patient was stabilized and extubated without issues. The patient underwent percutaneous coronary intervention during the same hospital admission. The patient is reported to be doing well. The physician reported that the st elevation was not ion related. There was no device malfunction reported.

Manufacturer narrative:
Based on the current information provided, the cause of the st segment elevation /myocardial infarction cannot be determined. System logs were not available for review at this time. .